Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was reaching end of service, confirmed by the "replace generator, the generator has reached the end of its service" message. The device is not providing therapy. In turn, surgical intervention may take place to address the issue.